Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# va14uvb, implanted: (B)(6) 2016, product type: lead. Date of the event (B)(6) 2017 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had return of symptoms approximately two months after an MRI. Patient had an MRI in (B)(6) 2017 and they suspected this caused loss of symptom relief two months later. It was noted that impedance and battery check was ok. It was noted that anteroposterior (ap) x-ray was done, compared to intra-operative x-ray and it appeared the lead and battery had moved. Patient was reprogrammed. The patient's medical history included diabetes. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the patient's healthcare provider (hcp) would be looking into the possible causes of the lead/battery moving and the issue was not resolved at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the cause of lead/battery moving had not been determined. They physician had ordered additional x-rays to confirm the first x-rays. Investigation was still underway.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that planning to replace the entire interstim system. The surgery has not been scheduled at this time. Also, the patients weight is (B)(6) lbs.